Manufacturer narrative:
Based on the information provided, it is not clear what role, if any, lava ultimate may have played in this reported event. Other factors, such as prior tooth history and prior dental treatment procedures, may have contributed to the reported outcome.

Event description:
On july 20, 2016, the reporting dental professional updated 3m on his initial report of 3 tooth extractions by providing patient-specific information. This report is being updated to cover a male patient (age not provided); separate MDR filings will be made for the other two patients. This patient received a lava ultimate crown on (B)(6) 2014. Prior to this, the patient had experienced irreversible pulpitis treated with a root canal on (B)(6) 2014. On (B)(6) 2016, the patient reported that the tooth broke off at the gum line and it was extracted on (B)(6) 2016.

Event description:
On (B)(6) 2016, a dental professional reported that two patients with 3m espe lava ultimate cad/cam restorative for e4d crowns required tooth extraction. Information on the dates of the extraction or placement of the crowns were not made available to 3m. The dentist did state that the reason for the tooth extraction was because the patients were experiencing extreme sensitivity and intense throbbing.